Event description:
It was reported that the shock impedance measurements were stable but high and out of range shorty after implant. No adverse patient effects were reported. The device remains implanted.